Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The rest of the device was disposed of.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior vena cava (ivc) using an indigo system separator 8 (sep8). During the procedure, while removing thrombus, the tip of the sep8 broke off and was captured by the ivc filter which was previously placed in the patient. The physician decided to leave the tip of the sep8 in the patient where it was captured by the ivc filter. Over an hour into the procedure, the physician was done removing the clot and ended the procedure. Per the physician, there was no immediate adverse effect to the patient due to the tip of the sep8 breaking off.